Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump was not dispensing the correct amount of insulin during boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that complete boluses were delivered. The customer acknowledged and continued using the pump for insulin therapy.